Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues, as the pump bulb stayed flat. The pump was removed and replaced with a new one. There were no patient complications.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of flat pump and inflation anomaly. Product analysis concluded that the deflation and activation non-conformances could affect the functionality of the device and were likely the cause of the reported clinical observations. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually and microscopically inspected, leak tested, and functionally tested. The pump passed the visual, microscopic and leak tests, but it did not pass the functional test. It was found to be out of specification during activation and deflation testing. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation anomalies, as the pump bulb stayed flat. The pump was removed and replaced with a new one. There were no patient complications were reported.